Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was charging the ins everyday for an hour and a half to two hours. The night before the call the patient charged the ins and the next day the programmer told them the ins battery was low. Patient turns down the ins low every night to go to sleep and when they go to recharge they usually have 3/4 full battery. Patient was also upset that they can't walk; it's unclear whether they can't walk now or if it's due to not having stimulation. The patient called the manufacturer representative but could not get a response.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they had their unit replaced and reprogrammed. The issue of frequently charging the implantable neurostimulator (ins) was resolved. It was also noted that the difficulty walking was related to the reported ins charging issue.